Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported deployment issue was not confirmed as the stent had already been fully deployed and was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints. The supera instructions for use states: "under fluoroscopy, remove the device from the guide wire and evaluate the improved luminal quality of the treated area." Although the device was removed without fluoroscopy, this does not appear to have contributed to the difficulties. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified common femoral artery. The vessel was prepared with a 6x80mm balloon at nominal pressure for 2 minutes. A 5.5x100mm supera self-expanding stent was used in the procedure. The stent opened normally and was deployed without issue. However, when removing the delivery system the stent implant came back with it. The physician followed all the steps of leaving the release lock in the initial position for removal from the delivery system after stent release. However, the physician removed the delivery system without fluoroscopy. Another unspecified stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.